Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens got stuck in the shooter. The surgery was completed using the back-up lens.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The lens was returned in a company cartridge. Inadequate viscoelastic was observed in the cartridge. The lens was advanced to the nozzle entry area. Both haptics were tucked in the optic fold. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The complainant indicates the use of non company viscoelastic which is not qualified for use with the associated intra ocular lens (iol) model. The root cause for the reported "lens stuck in shooter" appeared to be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. Top coat dye stain testing was conducted with acceptable result. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition, a non-qualified viscoelastic was used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).